Event description:
It was reported that during preparation of the 8.0mmx29mmx135cm omnilink elite vascular stent delivery system, a leak was noted in the hub area; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 8.0mmx29mmx135cm omnilink elite vascular sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.